Event description:
It was reported by the nurse at the patient's doctor's office, a 6f angio-seal vip device was deployed post heart catheterization. Five days later, the patient experienced a rash all over the body. The patient went to the emergency room twice over the weekend for the itching. The patient's groin was negative for swelling or increased rash. Pulses were palpable and no bruit at the groin was heard. The patient has no known allergies and no pre-existing conditions. Steroid treatment will most likely be tried and investigation of the medications and contrast used during the heart catheterization will be explored.

Manufacturer narrative:
No product was returned for investigation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the rash remains unknown. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.